Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan (lfs) on april 18, 2007, and alleged that the meter was prompting an "other message." The patient was unable to test on his meter for four weeks. In 2007, the patient began to feel very tired and sleepy. The patient visited his physician due to the meter not functioning. The patient's blood glucose was tested and the result was 300 mg/dl. The patient was given an insulin shot. He began to feel better within a few hours. The patient has been taking glyburide 2 pills in the morning and 2 pills in the evening and he continued to take his medication when unable to test. Since the physician's visit, the patient was instructed to keep a log of his blood glucose results and stated he may need to begin using insulin if his blood glucose continues to be elevated. The meter is not new and there has not been any trauma. The meter issue was not resolved with troubleshooting. This complaint is being reported, as the patient alleged he was unable to test and during that time he developed symptoms suggestive of hyperglycemia, upon visiting his physician, his blood glucose level was high and he was treated with insulin. A replacement meter has been sent.